Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was admitted to the intensive care unit (ICU) twice for diabetic ketoacidosis (dka) because of inaccurate values. The cgm displayed 'good levels' but the patient was high and needed insulin. Based upon the cgm values, the patient did not self-treat with insulin. As the report is a social media post, no patient contact information was provided, and no other event details could be obtained. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator.